Event description:
It was reported that the pump is increasingly becoming unresponsive to the up arrow, down arrow, and ok buttons. The pump reportedly has occasionally been exposed to water in the shower but the keypad is not loose or peeling. The patient also claimed that the buttons feel flat and sometimes stick.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the leak test revealed keypad leak near the contrast button, the pump was intermittently responding to the up arrow, down arrow, and ok buttons, the contacts for the up arrow, down arrow, and ok button contacts were misaligned, and there was evidence of adhesive/contamination under all key contacts.